Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. On the same day as onset, the patient was hospitalized for the event. Treatment information was not reported. Four days after admission, dianeal therapy was discontinued and the patient was placed on hemodialysis therapy. The patient was discharged from the hospital eight days after admission and reported to be recovering from the peritonitis event. It was not reported if the patient was retrained on aseptic technique. No additional information is available.